Event description:
It was reported that, after two weeks of the implant procedure of this implantable cardioverter defibrillator (ICD), a code 1004 was observed indicative of a short circuit condition. Additionally, the patient was admitted to the hospital on due to depleted battery. The device is scheduled to be explanted. At this time this device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that, after two weeks of the implant procedure of this implantable cardioverter defibrillator (ICD), a code 1004 was observed indicative of a short circuit condition. Additionally, the patient was admitted to the hospital due to depleted battery. The device is scheduled to be explanted. At this time this device remains in service. No additional adverse patient effects were reported. Additional information was received which indicated that, this ICD also exhibited premature battery depletion (pbd) and it was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified an arc mark on the device case. Review of device memory confirmed a shorted lead error (code 1004) was recorded on (B)(6) 2025 after a shock was attempted. The device battery status moved to end of life (eol) due to long charge times. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted shock lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the subsequent high voltage charge attempt caused the device to declare eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained. Evidence indicates the associated defibrillation lead was damaged and when this device attempted to deliver a shock through the lead, a short was detected. This device operated as designed in the presence of a shorted defibrillation lead.

Event description:
It was reported that, after two weeks of the implant procedure of this implantable cardioverter defibrillator (ICD), a code 1004 was observed indicative of a short circuit condition. Additionally, the patient was admitted to the hospital due to depleted battery. The device is scheduled to be explanted. At this time this device remains in service. No additional adverse patient effects were reported. Additional information was received which indicated that, this ICD also exhibited premature battery depletion (pbd) and it was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the clinical observation of short circuit condition and premature battery depletion. Memory noted shock lead shorted fault followed by charge time exceeded fault. Testing found that the battery had depleted earlier than expected. When connected to an external power source, the device passed all tests and operated normally. No high current drain or other device anomaly was identified during analysis. Although the device explant was caused by a depleted battery, laboratory analysis was unable to reproduce the condition that caused the battery to deplete prematurely.

Event description:
It was reported that, after two weeks of the implant procedure of this implantable cardioverter defibrillator (ICD), a code 1004 was observed indicative of a short circuit condition. Additionally, the patient was admitted to the hospital due to depleted battery. The device is scheduled to be explanted. At this time this device remains in service. No additional adverse patient effects were reported. Additional information was received which indicated that, this ICD also exhibited premature battery depletion (pbd) and it was explanted and replaced. No additional adverse patient effects were reported.